Manufacturer narrative:
D10 concomitant product: 030457 endo gia r/or 60 2.5mm x6 (lot#: t0e074x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during an enlarged nephrectomy procedure, in section ligation of the right renal pedicle, there was a cutting defect on the end of the staple line with persistence of tissue between the jaws. The jaws could not be opened. To resolve the issue, another stapler was used.

Manufacturer narrative:
Additional information: g3, h6 information received shows that this event is a duplicate of another issue reported under regulatory report#2647580-2024-01480. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.